Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-15718), was submitted on 03-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 08-may-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6013170, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013170 was manufactured according to the work instruction (wi) version 123 in the line 09, on 08/may/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5e00035 was manufactured according to the form version 03 and manufactured in the machine itl03, on 04-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Note: extended by crooked needle conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced tubing detachment and leaking issues with two (2) infusion sets on (B)(6) 2025 and one (1) infusion set on (B)(6) 2025. The tubing got detached from the connector. The infusion set was in use for less than 24 hours. The blood glucose(bg) level exceeded 500 mg/dl and the patient replaced infusion sets and resumed insulin successfully. No further information available.